Event description:
Pt alleges receiving breast implants in 1980. Pt also alleges in 1986 she developed chest pain and in 1990 she had hardening of her implants; therefore, she had removal in june, 1994. Physician states pt had capsule bilaterally.